Manufacturer narrative:
Three attempts were made to obtain correct serial number. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, error code b30 (scope communication error) occurred due to failure of combined scope. The cause of the faulty scope could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported they determined the error code was caused by the scope used (listed as concomitant device, section d). The video center and the scope have not been returned for evaluation. If the device is returned, an investigation will be performed and a supplemental report will be filed.

Event description:
The customer reported the device was being prepared for use and the device gave an error code indicating a scope communication error (error b30). The customer reported the scheduled diagnostic procedure was completed and no delay occurred. No adverse effects to patient reported.